Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with ceftazidime injection (250 milligrams, frequency not reported), vancomycin injection (50 milligrams, frequency not reported) and heparin injection ip (1000 international units [iu] and frequency not reported) continuous for the event of peritonitis. The action taken with dianeal therapy was not reported. The patient was recovering from the peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4). This report involves an unknown baxter titanium adaptor should additional relevant information become available, a supplemental report will be submitted.